Event description:
In may 2022, the customer reported to olympus the subject device tested positive for microbial contamination with penicillium species and two patients had infections after diagnostic procedures with the same endoscope. These events were previously reported in (B)(6) for patient 1 and in (B)(6) for patient 2. The customer information olympus of an additional two patient infections with a total of four patient infections involved to date for one olympus endoscope. (B)(6): patient 1, event date (B)(6) 2021. (B)(6): patient 2, event date (B)(6) 2021. (B)(6): patient 3, event date (B)(6) 2022. (B)(6): patient 4, event date (B)(6) 2022. This report is 3 of 4 for (B)(6): patient 3, event date: (B)(6) 2022.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. (B)(6). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. New information was added to the following fields: b5.

Event description:
Additional information was received from the customer: the culture from the scope tested negative. The patients identified did not show signs of fungal infection, no additional treatment has been required, and patients were stable upon evaluation. Based on available information, the customer reported they could not establish a direct causal relationship to the device, and the scope is functioning adequately.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined regarding the reported incidents. A relationship between the subject device and the events could not be identified. Information on the user¿s reprocessing steps was not provided. Since the subject device was not returned for an inspection, a culture test could not be performed by olympus¿s third-party testing. However, the user reported a negative culture test result using a third-party lab. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.